Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Concomitant medical products: other relevant device(s) are: product ID: 9735339, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was having issue tracking instruments, and the arch that goes around the patient. It was noted that the site moved the camera around several times, cleaned the spheres, and checked for signs of damage, and rebooted the system. There was a reported delay of 15 minutes and no reported impact to patient outcome. They were able to track enough to finish the case they only had yellow status but it was enough to finish procedure.